Event description:
It was reported that the right ventricular (rv) lead was surgically repositioned due to high pacing threshold however, during the procedure, it was noted that only a partial retraction of the helix could be obtained. Lead traction and lead body rotation was applied until this lead was removed. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.